Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, ab-yes; damaged jaws, ab-no; damaged feed bar, ab-no; damaged floor, ab-no; damaged handle shrouds, ab-no; damaged other, ab-no; damaged tip shrouds, ab-no; damaged trigger, ab-no; damaged tube, ab-no and damaged weld seams, ab-no. Functional tests & results: antibackup functional, ab-yes; firing: feed conform, ab-yes; firing: form conform, ab-yes; jaws: hold clip, ab-yes; jaws: inside width at tips, a-.174 b-.175; lockout functional, ab-yes and number of clips fed and formed, a-12 b-9. Analysis conclusion: based upon the inquiry info rec'd and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. Both instruments were fired and both fired and formed the remaining clips as designed with no difficulties noted. The formation of the clips, on both of the returned instruments, were evaluated and were found to be conforming. It could not be ascertained as to why the clips reportedly fell off. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported during a laparoscopic cholecystectomy, the clips placed by the er320 fell off. A new er320 was opened to complete the case. There was no consequence to the pt. The original er320 was from kit fdc39.